Manufacturer narrative:
H.6. Investigation: photos received for investigation, in addition to the individual label analyzed above, the collective label is placed at the end of the process (corrugated box). This label does not contain fields to place the identification of the start and replacement date of the input mentioned by the customer. Based on the research carried out, it can be concluded that the label shown in the photograph sent by the client meets the specifications. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the sharps coll mx 1.4l red experienced a missing label for the fill line. The following information was provided by the initial reporter: without label for marking the input. The label missing is the one designed to identify the dates of beginning and replacement of the product.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sharps coll mx 1.4l red experienced a missing label for the fill line. The following information was provided by the initial reporter: without label for marking the input. The label missing is the one designed to identify the dates of beginning and replacement of the product.